Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was experiencing low glucose intermittently for the past couple months. Troubleshooting was performed. The caller stated that he had an MRI while wearing the insulin pump, and he was not aware that he needed to remove the device. The settings and alarm history could not be reviewed as the insulin pump was stuck in the rewind loop and alarmed motor error. Advised the caller that the device will be replaced. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.